Event description:
It was reported that while the ventilator was connected to a patient, it generated an alarm indicating a restart of the ventilator, and it stopped ventilating. The patient's oxygen saturation dropped and it was in the low 70% before it was noticed. The patient was manually ventilated prior to being connected to another ventilator. (B)(4).

Manufacturer narrative:
(B)(4).